Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 10/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/16/2016 with the following findings: no unexplained loss of prime observed in black box. Rewind, load cartridge, and prime steps performed successfully with no alarms. Force sensor calibration test confirmed force sensor is detecting correct force at 5 lbs. Exercised pump for 24 hours with no loss of primes occurring. Pump opened and no damage found to the force sensor circuit.